Event description:
Martin-gandul, c., mayorga-buiza, m.j., castillo-ojeda, e., g¿ez-g¿ez, m.j., rivero-garv¿, m., gil-navarro, m.v., mrquez-rivas, f.j., jim¿ez-mej¿s, m.e. Sequential antimicrobial treatment with linezolid for neurosurgical infections: efficacy, safety and cost study. Acta neurochirurgica. 2016. 158(10):1837-1843. Doi: 10.1007/s00701-016-2915-0. Summary: evidence for the effectiveness of linezolid in neurosurgical infections (nsis) is growing. The comfortable oral dosage and tolerance of linezolid opens the possibility for sequential antimicrobial treatment (sat) in stable patients after a period of intravenous treatment. Reported event: one patient with either deep brain stimulation (dbs) or spinal cord stimulation (scs) devices experienced a device infection. The patient received intravenous antimicrobial treatment for the neurosurgical infection (nsi), which was caused by micro-organisms susceptible to linezolid; the patient only required hospitalization to receive intravenous antimicrobial treatment and was discharged with oral linezolid as sequential antimicrobial treatment (sat). Microbiological cultures were taken; however, the results were unclear as the article did not specify the results for this patient. There was no specific device information provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.